Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, low blood pressure and sepsis. The cause of the events was unknown. It was reported the patient was hospitalized for the events. Treatment for the events was unknown. The same day as hospital admission, the patient passed away. The cause of death was reported as due to low blood pressure, peritonitis and sepsis. It was not reported if an autopsy was performed. It was reported the events were ongoing at the time of death. Pd therapy was ongoing prior to death. It was reported the same day as hospital admission, the pd catheter was removed. No additional information is available.